Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use (dfu) warnings: prior to use, inspect for damage. If damaged, do not use. Do not torque this guidewire. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. As indicated in the dfu instructions for use section: 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. The procedure dates available were reported as on (B)(6) 2022. On (B)(6) 2022 was documented as the event date in part date of event of this report . If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the second of three different tavi procedures identified in the event description. Medwatch reports 2126666-2022-00046 and 212666-2022-00048 capture the two additional procedures. Event description: I have been told that in at least 3 different tavi procedures, the safari wire xs was used and fractured, catching on the sheath on the way out and in one separate procedure also latched to heart tissue on the way out. I was not present at any of these events and have not been able to get further details at this stage. There were multiple lot no's involved as advised by the nurse communicating the problem. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: unable to obtain more information. Waiting for the physician to get back to me. What is the next course of action?: go to the hospital to investigate the boxes that were related. Patient present at time of event?: yes. Patient complications: no patient complications. Additional information provided on december 14, 2022: do you know if any of these cases were reported as complaints previously? This was the first reported incidents that I have been alerted to. What were the two other lot numbers involved? ? I was advised that there were 3 incidents, however they have given me 3 x potential lot no's:- 7129516, 6966878, 7230070 are there procedure dates available on (B)(6) 2022. Were all 3 fractures with the same physician/facility? They were with the same facility but not with the same physician. For the 3 guidewires, was the damage at the same location? Or was each guidewire fractured at a different location? Unfortunately the wires were not retained and therefore I think it is impossible to know if the splinter and/or fracture, occurred in the same location on the wire. Please provide location of the fracture for each guidewire and extent of the fracture (i.e. Was the guidewire completely detached from a section, bent in one spot/still attached, coils unraveled, etc.). I can only advise that two of the 3 physicians involved had said that it occurred near the end coil and it sounded like perhaps an uncoiling or piece of wire protruding, which caused resistance and "catching on the sheath and/or anatomy. At what point during each procedure did the fracture occur (i.e. During advancement, removal, etc.)? I believe it was during removal. Was there difficulty advancing/removing/positioning? Removing. Were there anatomy characteristics that may have contributed? If yes, please explain. No. Did any of these cases result in additional intervention? No. What action was taken to remove the fractured section (if completely detached)? 8f guiding catheter into the ventricle encase the fractured wire. What is/was the status of the patient after each cases? Were there any adverse patient effects? Patient status is well. No adverse events. Are any photos of the damage available? I am not aware of any photos that were taken.